Event description:
Loss of right pedal pulses. Loss of pulse post cerebral angiogram. Comment: surgery on right leg description: loss of right pedal pulses. Angio-seal vip. St. Jude medical inc. Ref 610131, lot 5914476.